Event description:
It was reported that a user experienced a pairing failure with a FreeStyle Libre 3+ continuous glucose monitoring sensor during setup, which was resolved after troubleshooting steps including a toggle and rescan that initiated sensor warmup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue resulting in intermittent communication failure, with device components implicated in the electrical and magnetic domain and specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.